Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 595 mg/dl at the time of incident. Customer was experiencing headache and dry mouth. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated their high blood glucose with bolus from the insulin pump and manual shot. Customer stated that the cannula was bent. Customer declined to continue insulin pump troubleshooting. Customer did not alleging insulin pump for under delivery. Insulin pump will not be returned for analysis.